Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating) has been confirmed. Upon investigation the monitor displayed a service code 203. The cause for the service code was isolated to a intermittently shorted u6 component on the computer/analog pca. The cause for the overheating was isolated to the intermittently shorted u6 component, intermittently shorted c6 and c7 capacitors, and an open r23 resistor. The root cause for the intermittently shorted components and open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was overheating.